Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having developed bladder cancer while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience bladder cancer. There was no medical intervention required by the patient.the reported event of bladder cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.  Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received on jul 25, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bladder cancer that is related CPAP device's sound abatement foam. Medical intervention was performed, and the reviewer has assessed that it is related to the observed issues. The device was returned to the manufacturer's product investigation laboratory for investigation. During the external and internal inspection, the manufacturer observed dust-like contamination on the ui (user interface) panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the sd (secure digital) card slot of pca (printed circuit assembly), the blower box cap seal, and on the outside and the inside of the blower motor. Unknown gray residue on the ui panel. Potential no clean flux on the battery holder of the pca. Unknown residue on the dc jack. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the it and manufacturer was unable to address the patient's symptoms. Section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Sections d9, g3, h2, h3, h6 has been updated in this report.